Event description:
It was reported that patients ipg had migrated towards the spine. It was also noted that the patient experienced inadequate stimulation due to high impedances on the lead. The patient underwent an ipg pocket revision and lead replacement procedure. The patient was doing well postoperatively. The explanted lead was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7074030.